Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services noted that it was unable to assess the cable, as it was not returned. They were not able to verify the intermittent image claim as the image quality (resolution, brightness and color correction) was deemed to be ok. They did make an additional note that the blade was cracked and delaminated which they attributed to incorrect cleaning or disinfection. The blade was replaced and the returned device was scrapped.

Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl4, the cable became damaged and intermittent image occurred. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.